Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -10.5d into the patients left eye (os) on (B)(6) 2024. Excessive vault was observed. On 16 feb 2024 the lens was exchanged with a shorter length lens and problem was resolved. Cause of event is reported as unknown.